Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink is confirmed; however, the root cause could not be determined. One photo of an arm x-ray was returned for evaluation. An initial visual observation of the photograph showed an arm x-ray. The catheter is visible in the arm. Shortly after entering, the catheter kinks and reverses direction. The catheter then curves and continues progressing up the arm. While a catheter kink was clearly visible in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the kink. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include weakened material due to flexural fatigue, placement technique, securement technique, and patient anatomical features. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reep3971 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported bedside nurse reports that on day one pump continued to alarm when patient was receiving chemo and it was difficult to obtain blood sample. This was reported to the vat the day after insertion. Chest x-ray and x-ray of the arm were obtained and a kink in the arm was detected. Dl PICC was replaced with a tl.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep3971 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported bedside nurse reports that on day one pump continued to alarm when patient was receiving chemo and it was difficult to obtain blood sample. This was reported to the vat the day after insertion. Chest x-ray and x-ray of the arm were obtained and a kink in the arm was detected. Dl PICC was replaced with a tl.